Manufacturer narrative:
A ge healthcare service representative replaced all damaged parts. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit fell 1 foot when being transported off a truck. There was no injury.